Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced an opened skin ulcer over the distal end of the scs lead and approximately one inch below the incision where her scs ipg was removed (ref. MDR # 3006705815-2016-00179). The patient stated the wound has healed completely.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information obtained identified the patient saw the infectious disease doctor who recommended the remainder of the scs system be removed. In addition, the wound had improved but had not completely healed as was initially reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up identified the patient had the scs lead and extension removed.